Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that transmitter does not blink when connected to sensor. The customer was instructed to replaced the sensor. The sensor was retracted. The customer was advised that the sensor will be replaced.